Event description:
Customer reported that the sensor readings are not accurate. Customer stated that the sensor glucose reads 92 mg/dl when her blood glucose is at 191 mg/dl. Customer stated she does not feel any pain or discomfort during the insertion and there is no blood at the site. Sensor is inserted on the upper abdomen and she rotates the insertion site. Sensor looks fully inserted and sensor age is 3 days and 9 hours. Customer stated she calibrates about 2 or 3 times a day and using one meter. Customer complained about receiving false low predicts and threshold suspend alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.